Manufacturer narrative:
(B)(4). Method: four complaint opt316 cannulae were received at fisher & paykel healthcare and were visually inspected. Results: visual inspection of the complaint cannulae revealed that in three cases one of the flexitubes had become disconnected from the swivel grip and the fourth cannula had both tubes detached from the swivel grip. For three of the devices, glue was observed to be present on the surfaces of both tubing and swivel grips. For the fourth device no glue could be seen. Conclusion: we were unable to determine what had caused the observed damage, however we will continue to investigate further. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube.

Event description:
A hospital in the (B)(6) reported on behalf of a home patient that five opt316 optiflow junior nasal cannulae had broken and that the tubing was 'coming away from the plastic'. There was no patient consequence.